Manufacturer narrative:
Investigation of the returned meter found contamination and liquid residue on the printed circuit board (pcb), liquid crystal display (lcd), and lcd connector that caused the display failure. The contamination was determined to be a result of product mishandling.

Manufacturer narrative:
The meter was returned for investigation. Replacement product was sent. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a accu-chek performa nano meter. The reporter stated the meter's display has missing segments. The "9s look like 3s" on the meter's display.